Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier due to high voltage lead impedance out of range. Noise was observed on the svc-can vector. It was suspected that the svc connection might be loose since the patient had a device change-out recently. Dft testing was performed successfully on a different hvli vector and normal hvli values were obtained.